Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30jun2020.

Event description:
The customer reported the unit did not display tidal volumes. There was no patient involvement. The manufacturer's field service engineer provided remote support and advised to replace the flow sensor assembly.

Manufacturer narrative:
G4: 10nov2020, b4: 16nov2020. Three good faith efforts were made to obtain all information. The customer did not respond to requests for additional information. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.